Manufacturer narrative:
On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Knee pain [arthralgia], 70cc of pus came out [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a pt (name, age, and gender) not provided. The pt's medical history was not provided. On (B)(6) 2011, the pt received the first synvisc injection (exact knee not provided). On (B)(6) 2011, the pt had no problem during the morning but by evening knee pain developed and about 70cc pus came out of the knee. On (B)(6) 2011, the pain continued which resulted in the pt being transferred to a nearby hosp. No further info was provided regarding the pt's hosp visit. The pt required an ambulance for the transfer to the hosp. The events are considered "important medical events" because the pt needed an ambulance to go to the hosp. The action taken with synvisc in the pt was not provided. The severity of the events was not provided.